Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to struts of the ivc filter perforating the ivc, tilt of the filter and the resultant symptoms. A strut abuts the anterior right margin of the vertebral body. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to struts of the inferior vena cava (ivc) filter perforating the inferior vena cava, tilt of the filter and the resultant symptoms. A strut abuts the anterior right margin of the vertebral body. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of asthma, morbid obesity, fatigue and smoking. The indication for the filter placement was reported to be as prophylaxis prior to planned bariatric surgery. The filter was implanted via the right femoral vein. Approximately four years after the filter implantation, the patient reported having experienced for intermittent primarily right-sided abdominal pain and tightening sensation. Approximately four and a half years after the filter implantation, the patient underwent a post-partum dilation and curettage (for retained products of conception) and subsequently experienced right leg pain and swelling with a soft tissue injury on the right shin. Diagnostic testing revealed no evidence of deep vein thrombosis (dvt) in the right lower extremity. Approximately fifteen years after the filter implantation, the patient underwent a computerized tomography (CT) scan for previously reported abdominal pain. The CT scan noted that the filter had bi-directional struts coalescing proximally and distally. The proximal struts were noted to be approximately 3.4cm below the renal veins. The proximal tip of the filter was tilted by eight-degrees and the posterior tip was tilted by fourteen-degrees. The mid portions of the struts were noted to be protruding beyond the wall of the inferior vena cava (ivc) by up to 2mm. There was no evidence of distal ivc distension. The CT scan further noted fluid distending the left renal pelvis by up to 4.4cm. The patient further reported being unable to make sudden moves such as bending, lifting twisting or lifting, false labor pain and anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc and organ perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to struts of the inferior vena cava (ivc) filter perforating the inferior vena cava, tilt of the filter and the resultant symptoms. A strut abuts the anterior right margin of the vertebral body. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the medical records, the filter was implanted via the right femoral vein prior to planned bariatric surgery. The patient is reported to have had a history of asthma, morbid obesity, fatigue and smoking. About four and a half years after the filter was implanted, the patient underwent a post-partum dilation and curettage (for retained products of conception) and subsequently experienced right leg pain and swelling with a soft tissue injury on the right shin. Diagnostic testing revealed no evidence of dvt in the right lower extremity. Approximately fifteen years after the filter was implanted, the patient underwent an abdominal computerized tomography scan indicated for intermittent primarily right-sided abdominal pain and intermittent tightening sensation, which began about four years after the filter was implanted. A history of prior gastric bypass and gallbladder surgery was noted at the time of the scan. According to the scan findings, the abdominal aorta is normal in size. There is a basket type ("optease") ivc filter, with bidirectional struts coalescing both proximal and distal. The proximal struts are located approximately 3.4 cm below the level of the renal veins. The proximal tip of the filter tilts 8-degrees left lateral compared to the long axis of the ivc. In the sagittal plane the distal tip is tilted posteriorly approximately 14 degrees compared to the long axis of the ivc. In the axial plane the mid portions of the struts are shown to protrude beyond the wall of the ivc worst involving the posterior right strut which is separated from the outer wall by approximately 2mm. The posterior left strut also appears to abut and cause very slight concavity and sclerosis along the anterior right margin of the vertebral body. There was no evidence of distal ivc distension. The CT scan also noted post-surgical evidence of the patient¿s gastric bypass surgery and fluid distending the left renal pelvis by to up 4.4cm. According to the information received in the patient profile form (ppf), the patient reports tilting, perforation of filter struts outside the ivc, perforation of filter struts into organs and a strut abuts the anterior right margin of the vertebral body. The patient further asserts to being unable to do sudden moves such as bending, lifting twisting or lifting; experienced numerous false labor pain and suffered from pain and anxiety post implant, becoming aware of these events approximately fifteen years after implantation.